Event description:
It was reported that during a nephrectomy procedure, the device fired an incomplete staple line. The staple line was on the vein. The hemorrhage was minimal. There was no transfusion required. Not noted how case completed.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.